Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that increased pacing lead impedance and high capture threshold have been observed since implant. The lead was explanted and replaced. A loose setscrew connection was suspected to be the cause of the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.